Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and case at the reservoir tube window corners, as well as broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a multiple motor error on insulin pump. The customer's blood glucose level was unknown mg/dl. No further troubleshooting is available. The customer was advise to return the insulin pump and will be replaced. No further information was reported.